Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow-up. Upon review, recorded episodes of non-sustained right ventricular oversensing were stored by the implantable cardioverter defibrillator. The episodes were caused by post-paced t wave over-sensing. Programming adjustments were discussed; however, no interventions were reported. Further information was requested but not received.